Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient experienced sudden failure 2 weeks back, hip squeaking with metal rubbing on metal shell.

Manufacturer narrative:
Corrected: date product recd by mfg. Evaluated by manufacturer. Review of the provided x-rays confirmed the head ball was in contact with the cup. The cup appeared to be at the proper angle. Unable to make any other observations. Unable to make any other observations. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.